Event description:
A report was received that during the implant procedure the patient had a dura puncture that was not device related. The physician did not proceed with the implant procedure and repaired the dura puncture. The patient was doing well postoperatively.

Event description:
A report was received that during the implant procedure the patient had a dura puncture that was not device related. The physician did not proceed with the implant procedure and repaired the dura puncture. The patient was doing well postoperatively.